Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 22-feb-2024. [Additional information]: on 22-feb-2024, additional information was received. Per the additional information, the date of the procedure was on (B)(6) 2023. The procedure was stent angioplasty of the right internal carotid artery (ica); the target vessel was the right acc. The information indicated that vessels were tortuous in the pelvis region (iliac artery and femoral artery). The procedure was not an adapt (direct aspiration first pass technique) case. The device did not fracture into two separate pieces, it was "sharply fractured [at the] distal, but the two pieces remained connected through a very thin layer." The procedure was completed via trans radial with another cerebase (different length 95cm). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to add the recall number. Section h.9: FDA correction/ removal reporting no.: 3007628272-02/02/2024-001-r. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to retract the recall / recall number 3007628272-02/02/2024-001-r. The lot number of the device is unknown; therefore, the recall is not applicable. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section b.3: date of event: the date of the event is not known. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone is not available / reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the patient reportedly had very elongated vessels in the groin, the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / lot# unknown) could only be pushed passed them with a lot of pressure. It was reported that ¿then probing of the acc on the right, this was successful on the first attempt. When attempting to create a series, it was noticed that contrast medium was running into the aortic arch. [The] cerebase was then removed and the rupture site was discovered.¿ the procedure was delayed by 15 minutes. It was successfully completed without any negative patient impact. The cerebase catheter was reportedly lost and is not available for return.